Event description:
It was reported that when the red button is pressed on the cot, it will not release causing an inability to disengage the cot from the cot fastener. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This alleged issue was unable to be confirmed as the evaluation was canceled by the customer. The catalog number has been updated in section d.

Event description:
It was reported that when the red button is pressed on the cot, it will not release causing an inability to disengage the cot from the cot fastener. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.